Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 547 mg/dl and small ketone levels. The cause of the high bg was unknown. Reportedly, the customer required assistance with changing the infusion set and cartridge, and a bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.